Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic appendectomy procedure, the device was positioned over the appendix and on the first firing it misfired, the staples did not completely set. There was a little bleeding and seepage. Another device was used to complete the procedure. There was no significant delay to the procedure; the exact amount of delay is unknown. There was no adverse consequence to the patient.

Event description:
It was reported that during a laparoscopic appendectomy procedure, the device was positioned over the appendix and on the first firing it misfired, the staples did not completely set. There was a little bleeding and seepage. Another device was used to complete the procedure. There was no significant delay to the procedure; the exact amount of delay is unknown. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.